Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the firmware rollback for "duplicate cubie address detected" issue. A technical support specialist (tss) downloaded firmware package 1.10.2.18 from the specified carefusion url and connected to the device via rss - beyond trust and verify current firmware version is 1.10.2.27. The tss then transferred and unzip the new firmware files, replaced the current firmware folders and rebooted the device to apply the firmware update. The tss logged into hardware test application and verified half height cubie drawer's firmware version is 1.34. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es half height cubies had failed with stating duplicate cubie address detected. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es half height cubies had failed with stating duplicate cubie address detected. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.